Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results of "zero" for creatinine and urea and high sodium results "above" 200 mmol/l on a cobas 6000 c (501) module. The customer provided an initial urea result of 0 mg/dl that was reported outside of the laboratory. Medical personnel complained about the result and the sample was repeated with a result of 164 mg/dl. No repeat results were provided for the results of "zero" for creatinine or the sodium results "above" 200 mmol/l. It is not known if these incorrect results were reported outside of the laboratory. This information was requested but was not provided. It is not clear if the results in question are from one patient or multiple patients. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided.

Manufacturer narrative:
On (B)(6) 2018 the field technician cleaned a block rinse unit tube and confirmed the module was operating within specification. The investigation determined that the blocked vacuum tube of the rinse unit identified by the technician was the root cause of the event. This causes drops of detergent to fall into the reaction cells. This corresponds to the customer's observation of low results for most assays with high sodium results.

Manufacturer narrative:
The customer is unable to provide the initial and repeat results for the creatinine and sodium results. It was clarified that the creatinine, urea and sodium results mentioned in the initial report were from different patients. The creatinine and sodium results were reported outside of the laboratory, however, the customer did not receive any feedback from physicians requesting repeat testing. No patients were adversely affected due to the incorrect results. It was noted that the system worked fine following a service visit from the field service engineer in 2018. The service activity performed was not provided.